Event description:
Cea stapler used on sigmoid resection procedure. Surgeon attempted to anastamose with cea stapler. The cut needed by the cea not complete and unsatisfactory. Tissue remained attached to cea anvil head. Additional surgery time required to retrieve cea anvil head from surgical wound.